Event description:
It was reported that during a plf at 3-4 and 4-5. The surgeon implanted the rod and once the rod was in place, the release button on the rod introducer broke off. The surgeon was unable to release the rod from the introducer. Rod was explanted and a new rod implanted using a different introducer. Fifteen minutes was added to the procedure. Procedure was completed with no further problem and no harm to patient. Rod is still attached to rod introducer. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6).